Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, tilt. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the level of the renal veins." "The filter is tilted to the left with its proximal cone against the ivc wall." "The anterior strut penetrates 9 mm through the ivc wall. It penetrates into the duodenum." "The left strut penetrates 9 mm through the ivc wall." "The posterior strut penetrates 14 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes." "The right strut penetrates 2 mm through the ivc wall."

Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2019-01555. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Anxiety. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation. The patient further alleges anxiety.